Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) did not achieve proper hemostasis after the device was removed from the patient's body. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored, prepared, and used according to the instructions for use (IFU). A 7f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The syringe was received connected to the device. The sealant, procedural sheath, and advancer tube were not returned with the device. In addition, the balloon was observed fully deflated. The device was inspected for anomalies which may have contributed to the reported incident and no anomalies were observed. Dimensional analysis was performed to verify the distance between the shuttle tip to the inflated balloon, and it was noted to be within specification. Since the sealant and advancer tube of the returned device were not received, no deployment test could be performed on the returned device. Additionally, the shuttle cartridge was able to be advanced and retracted to the black handle without issue. No visual non-conformities were observed from the returned device. Per microscopic analysis, visual inspection at high magnification confirmed the slit presence in the outer cartridge. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages/anomalies noted that could contribute to the reported failure. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. According to the product¿s IFU, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not achieve proper hemostasis after the device was removed from the patient's body. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The mynx vascular closure device was prepared and used according to (IFU). A 7f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.